Event description:
Consumer alleges this unit would start up and then just shut down once the setting lights reached 5. Consumer advised that since she reported this to us her machine is currently running okay but this was happening this past saturday.